Event description:
Information received by medtronic, indicated that the customer stated, that the customer downloaded the 780g software, but the customer needs help connecting the phone so the customer could see the data. Troubleshooting was performed. The issue could not be resolved. No harm requiring medical intervention was reported. It was unknown, whether the customer will continue using the device. And will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation/testing summary: confirmed through database report trace logs that the same error type was being reported during every report generation event by this user. The error related to overlapping meal periods. Also confirmed through csr that user's meal periods were set to overlapping times. Informed helpline of cause (overlapping meal periods) and of steps to resolve the issue (correct overlapping meal periods). - the time periods for the patient's meal times are overlapping. If they can update their meal periods, this may be able to resolve the issue. I hope this is helpful! The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_m, version pch00105248. (Most likely) root cause: confirmed to be caused by overlapping meal periods. Analysis summary: shared cause of issue with helpline/user and explained it had caused their report generation issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.